Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned due to the facility.